Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strips has a poor fill. Manufacturer contacted customer with follow up phone calls for knowing customer condition; customer stated her condition improved, did not seek medical attention after initial call;customer satisfied with blood glucose test reading.

Event description:
Customer complains of low results. Customer states she feels nauseous, headache, and shaky but confirms she does not require any medical attention. The customer's expected blood result is 87-108mg/dl fasting. Verified the strips expire 10/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 74mg/dl fasting and 83mg/dl not fasting. Reviewed meter memory: (B)(6). Customer states he read 90mg/dl and then 65mg/dl back to back. States she may be nauseous due to being pregnant. Her brother also tested on the meter and read 97mg/dl 6:37pm (B)(6) 2016. Customer denies need for medical attention at the time of call.